Event description:
Related manufacturer report number: 2017865-2023-35731. During an in clinic follow up, noise resulting in oversensing was observed on both the right ventricular (rv) and right atrial (ra) leads. Technical support was contacted and recommended provocative testing. Provocative testing was performed and no anomalies were noted. Reprogramming was performed to resolve the event. The patient was stable and will continue being monitored.